Manufacturer narrative:
(B)(4). Results: endoleak. Anatomy related; severe tortuous aorta. Unknown cause of endoleak. Conclusion: unknown cause of endoleak. Endoleak. Anatomy related; severe tortuous aorta.

Event description:
An endurant stent graft system was implanted for the treatment of a distal type I endoleak during the index procedure. It was reported that approximately one year prior to the patient's death, a CT scan at another facility observed an unknown endoleak around the patient¿s aneurysm. The patient had severe tortuosity of the aorta and possible descending thoracic aortic aneurysm. The films were sent to be reviewed by another physician who could not confirm or deny the presence of an endoleak.